Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed.

Event description:
It was reported a bd vacutainer® edta 2k had a sharp protrusion on the cap. This was noticed before use and no injury or medical intervention was reported.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.